Event description:
It was reported that the asymptomatic patient presented in the operating room for a normal eri change out. Externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient will be monitored.